Event description:
The lot number is partial on their vial of strips. They state the vial has the expiration date of 06/30/2006. From the code number on the vial and partial lot munber present, manufacturer has the use by date as 06/30/2005. Requested returne of suspect vial and replacement was sent.